Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, indwelling catheter leaking at site where syringe inserts to take a sample. No syringe had been inserted to take any samples. Per follow up information received via ibc on 24apr2025, stated that one product was affected. There was no interrupt in treatment or cause a clinically significant delay in treatment. Customer confirmed that catheter was leaked at syringe insertion site.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley. Visual inspection of the sample noted that further inspection noted the catheter balloon had mushroomed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked out of a pinhole measuring 0.013" under the inflation value. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, indwelling catheter leaking at site where syringe inserts to take a sample. No syringe had been inserted to take any samples. Per follow up information received via ibc on 24apr2025, stated that one product was affected. There was no interrupt in treatment or cause a clinically significant delay in treatment. Customer confirmed that catheter was leaked at syringe insertion site.